Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that the reported event was determined to be unrelated to the implanted zimmer biomet device. The initial report was forwarded in error and should be voided. The reported event of infection >90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection.

Event description:
Upon receipt of additional information, it has been determined that the reported event was determined to be unrelated to the implanted zimmer biomet device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Liner standard 3.5 mm offset 36 mm cat# 00630505036 lot# 64443428, bone screw self-tapping 6.5 mm cat# 00625006525 lot# 64504218, bone screw self-tapping 6.5 mm cat# 00625006525 lot# 64504218, avenirâ® mã¼ller, stem cat# 0106010103 lot# 2947243, bioloxâ® delta, ceramic femoral head cat# 00877503601 lot# 2993744. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02961, 0001822565-2020-02962, 0001822565-2020-02963.

Event description:
It was reported the patient underwent a hip revision approximately 1 year post implantation due to a periprosthetic infection. No additional information.